Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the registration focused on the nose of the anatomy, resulting in the reported issue. Analysis found that the software functioned as designed.

Event description:
Medtronic received information that, while in a transphenoidal based trajectory functional endoscopic sinus surgery (fess), an imprecision was observed. It was noted that the site observed the imprecision on the nose of the patient and that issues have not recurred since the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.